Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: 977a260, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 19-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported a lead issue. The patient had been re-experiencing pain for a few months now. The patient already had an issue with their first implanted lead. The first one was implanted on (B)(6) 2016 and needed to be replaced because all impedances were over 10,000 ohms. The first replacement occurred on (B)(6)2018. Troubleshooting included an inspection of the lead, disconnection of the lead from the implantable neurostimulator (ins) and connected it to an external neurostimulator to make sure that the lead was well connected. Impedances showed over 10,000 ohms when connected to the external neurostimulator. Actions taken included an extraction of the dysfunctional lead and the replacement with a new one. The issue was resolved and a surgical intervention occurred.

Manufacturer narrative:
H6. Device analysis for lead 977a260 revealed the body conductor broken at injex anchor site. Conductors 0,2,4,5,6 and 7 were broken at 16.4 cm from the distal end of the distal segment. H6 codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.